Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a worn sample syringe. The fse replaced the sample syringe to resolve the issue. (B)(4).

Event description:
The customer reported the generation of high sodium (na) erroneous results on five (5) patient samples on their au5800 chemistry analyzer. The customer repeated samples on the same analyzer with results considered correct. The erroneous results were reported out of the laboratory, however were later amended. There was no reports of medical intervention or change / adjustment to patient treatment in association with this event.